Event description:
It was reported that a patient with a 28 rigid saddle ring rsa1-28 underwent a valve-in-ring procedure due to regurgitation. The procedure was performed with an (B)(6) transcatheter valve. The patient was in stable condition post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).